Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This occurred during patient use. It was stated that the patient¿s adaptor was not properly attached. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a disconnect cap. Visual inspection was performed using naked eye with no issues noted. Functional testing performed included leak testing, clear passage test, and clamp function test with no issues noted. In addition to testing per specification, integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported problem of a leak from the patient connector was not verified. Should additional relevant information become available, a supplemental report will be submitted.